Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274drg implantable cardioverter defibrillator (B)(6) 2010. (B)(4).

Event description:
It was reported that the atrial lead was damaged during the extraction of the right ventricular (rv) lead. The atrial lead had low impedance and no sensing or capture. The atrial lead was plugged back into the header and the device was reprogrammed to vvi with atrial alerts turned off. No patient complications have been reported as a result of this event.